Event description:
The MFR received info alleging a ventilator was alarming and the internal battery was depleted. There was no harm or injury reported.

Manufacturer narrative:
During eval of the device at the MFR's service ctr, a failure of the device to charge its internal battery was observed. The device's internal battery and power mgmt board were replaced to address this issue.